Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sometime in the weeks post op, the global unite body and head became uncoupled from the stem and broke away from humeral shaft.

Manufacturer narrative:
Revision hemiarthroplasty for a proximal humerus fracture was performed on (B)(6) 2017 at (B)(6) hospital due to refracture of humeral shaft. Primary implant date (B)(6) 2017. Event occured post op. The rep was at the case for implantation and the correct surgical technique was used by surgeon. Sometime in the weeks after post op, the global unite body and head became uncoupled from the stem and broke away from humeral shaft. Unsure as to whether the body and stem separating caused the bone to also separate. Implant not available for return - hospital unwilling to release. Waiting for results post revision surgery. No supporting documents available. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.